Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that it was asked to do calibration first, unclear if it was handling or operating issue or something with device. Per additional information received via follow-up on (B)(6) 2022, there was alarm 106 (non-recoverable system error). There was no impact to the patient. Therapy was not completed. Canceled treatment, no harm to patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During servicing, it was found that the mixing pump was not performing to specification. Mixing pump replaced during pm. The device underwent pm servicing while in for repair. Circulation pump, heater, and drain valves replaced. The device underwent and passed testing after all repairs. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. A DHR is not required as this is not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that it was asked to do calibration first, unclear if it was handling or operating issue or something with device. Per additional information received via follow-up on 07dec2022, there was alarm 106 (non-recoverable system error). There was no impact to the patient. Therapy was not completed. Canceled treatment, no harm to patient.